Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. Product expired 30sept2024; therefore, no further testing/inspection of retention samples can be completed. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there were an unspecified number of samples that were hemolyzed. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there were an unspecified number of samples that were hemolyzed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.